Event description:
It was reported that during a popliteal angioplasty, the balloon catheter adhered to the guide wire. The 90% stenosed lesion was located in the non-calcified and non-tortuous popliteal artery. Another manufacturer's 6fr sheath was used "from a contra-lateral approach." The physician attempted to advance the sterling es pta balloon dilatation catheter "just inside" the superficial femoral artery (sfa) over another manufacturer's guide wire, however, the balloon became "stuck" on the guide wire. The physician removed the sterling balloon catheter and guide wire as a unit outside the patient. The physician "rewired" using an unspecified guide wire and used a symmetry balloon to successfully complete the procedure. No pt complications were noted and the pt's status was reported as "fine."

Manufacturer narrative:
Pt's age - 60's. (B)(4).